Event description:
It was reported that the patient was seen in clinic with generator extrusion. It is not known when and why this occurred, the patient has been referred for surgery. Update was later received that the patient's incision site area is also infected. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B5. Describe event; corrected information, initial MDR inadvertently omitted information known prior to submission. D6b. If explanted, give date; corrected information, initial MDR inadvertently omitted information known prior to submission. H6 adverse event problem codes; corrected information, initial MDR inadvertently omitted information known prior to submission.

Event description:
Update was received that the patient's generator was explanted, and the leads were left intact. No other relevant information has been received to date.